Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic duct and six total clips were fired. Three of the clips formed fine and three of the clips scissored (random order of formed versus scissored). The scissored clips were pulled off of the cystic duct and removed from the patient. There was no damage to the tissue. The surgeon then fired the device outside the patient in the air and the clip scissored. None of the clips were fired over existing clips or other structures other than the cystic duct. The case was completed with this device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. No clips were returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.